Event description:
It was reported that the patient passed away at his home due to unknown reasons. Programming history showed that the device was functioning properly two months prior to the death. It was unknown if the patient's device was explanted or not. No further relevant information has been received to date.

Event description:
The cause of death was mitochondrial disease, and it was not believed to be related to vns.